Event description:
Caller reported a malfunction on the pump, displaying malfunction code malf 13, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, the customer reverted to multiple daily injections as a backup therapy. The pump was confirmed to be within warranty, and cts sent a replacement pump to the customer. Instructions were given on placing the pump in storage mode and returning it to tandem, which the customer acknowledged and understood.